Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been discarded at site. Vasospasm is a known inherent risk of mechanical thrombectomy procedure and is documented in the device's instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced vasospasms that were treated with nitroglycerin. The vasospasm appears to have been caused by the marksman catheter. A marksman was used to access the right middle cerebral artery (mca) and cross the occlusion. Intra-arterial of non-thrombolytic nitroglycerin was initiated through the guide to ameliorate vasospasm. After confirmations angiographic run through the marksman catheter, the thrombectomy device was deployed across the lesion. The device was then removed under aspiration. There was successful flow restoration of thrombolysis in cerebral infarction (tici) of 3. However, m2 stenosis persisted despite a second pass of the thrombectomy devices. The 3d image was taken to measure the stenosis. The mca was noticed to have reoccluded. The thrombectomy device was again deployed as before, which again achieved tici of 3. However, the area of stenosis again began demonstrating sluggish flow and compromise of the distal territory. Therefore, a competitor stent was placed to maintain the patency of the basilar vessel. A final 3d run was performed, which demonstrated complete resolution of the stenosis and tici flow of 3. The patient was extubated and transferred to the intensive care unit hemodynamically unchanged from the start of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.